Event description:
A patient reported blood glucose results of "13.6 mmol/l and 5.1 mmol/l" with a lifescan meter, performed within 10 minutes of each other. The meter and test strips were replaced.

Manufacturer narrative:
The product has not yet been returned. Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.